Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that, during a pediatric resuscitation event, the pediatric defibrillator pads could not adhere to the patient's chest. The gel adhesive came off the pads in strings/clumps. There was no reported negative patient impact.